Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted on (b)(6) 2026. The patient was using a Betabionics iLet insulin pump at the time of the event. On (b)(6) 2026, a hospital staff member reported the hospitalization of an iLet user. After applying a Dexcom G7 sensor, the patient's CGM displayed glucose readings of 40 mg/dL on the pump and reportedly remained at that level for several hours. Based on the CGM readings, the patient was treated for perceived hypoglycemia with juice and a large amount of carbohydrates. The patient subsequently developed symptoms of diabetic ketoacidosis (DKA) including, dizziness, nausea, and vomiting. The patient was transported by ambulance to a Medical Center for evaluation and treatment. Upon hospital admission on (b)(6) 2026, the patient's blood glucose (BG) was 1,262 mg/dL. During the hospitalization, the patient experienced a heart attack and was successfully resuscitated. The report does not specify whether the BG value was obtained from a glucometer or lab testing or whether the patient had a pre-existing cardiac condition or if the heart attack was related to the DKA. Treatment included Intravenous (IV) Dextrose and management of the hospitalization-related complications. The patient remained hospitalized until (b)(6) 2026, at which time the patient was discharged in recovered condition and transitioned to manual insulin injections. The patient resumed use of the Betabionics iLet pump on (b)(6) 2026. Multiple attempts to contact the reporter were made; however, no other details were obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Diabetes Mellitus is a known cause of hyperglycemia and/or Diabetic Ketoacidosis.¿